Event description:
It was reported that electrocardiograms revealed atrial lead noise. The noise was reproducible with provocative arm movements. The patient was asymptomatic. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.